Event description:
It was reported that a female patient underwent a breast augmentation procedure with a mentor smooth round moderate plus profile 600cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 605cc gel breast prostheses on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2022, mentor became aware that the device received at its failure analysis lab on 03-mar-2022 is the correct device for this complaint. It was previously reported that the suspect medical device is a mentor smooth round moderate plus profile 600cc saline breast prosthesis, catalog #3502600, UDI #(B)(4). The correct identity of the suspect medical device is that it is a mentor smooth round moderate plus profile 450cc saline breast prosthesis, catalog #3502450, lot #5988825, UDI #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 26-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and shell thickness of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view between the union of the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: pc-001065540